Event description:
It was reported at 8:10 a.m. (B)(6)2023, it was found that the catheter fixation device of the patient's thoracic closed drainage tube fell off during the morning shift. After opening the central venous catheter package of peripheral intubation, it was found that the catheter fixation device was separated from the application, which was immediately replaced and reported to the medical equipment department. Additional information received (B)(6) 2023: patient had no symptoms related to the drain dislodgement and a new drain was not placed. Customer states "the statlock could not be fixed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported at 8:10 a.m. (B)(6), 2023, it was found that the catheter fixation device of the patient's thoracic closed drainage tube fell off during the morning shift. After opening the central venous catheter package of peripheral intubation, it was found that the catheter fixation device was separated from the application, which was immediately replaced and reported to the medical equipment department. Additional information received 5/22/2023: patient had no symptoms related to the drain dislodgement and a new drain was not placed. Customer states "the statlock could not be fixed".